Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to clear the alarms and resume insulin delivery.

Manufacturer narrative:
The customer reported blood glucose levels ranged from 300 to 400 at the time of the event. Additionally, the customer reported that the alarms were valid as they were on a flight at the time of the alarms. Reportedly, the customer was ultimately able to clear the alarms. (B)(4).